Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
The field experience of a hardware reset was verified in the laboratory. The reset was due to a depleted battery. According to data stored in the device, the device had performed 148 equivalent maximum voltage charges. Review of the device's stored egms indicated that all high voltage charges were appropriate based on how the device was programmed. The high amount of high voltage charges depleted the battery.